Manufacturer narrative:
Additional follow up revealed that this device is contraindicated for use "during laser or electro surgical active or electrode." The customer was provided information regarding the directions for use (dfu) labeling, indications and contraindications.

Event description:
The company received information that suggested that a flash fire occurred while cauterizing the right tonsillary fossa in a patient undergoing tonsillectomy and adenoidectomy under general anesthesia. The customer reported that the patient has burns in throat and root of mouth. The customer reported that no product sample will be returned.